Manufacturer narrative:
The result of 4.2 inr from the doctor's meter was believed to be correct. The doctor's test strips with an unknown lot number were used up and discarded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6). The test strips have been used up and will not be returned.

Event description:
The customer complained of discrepant inr results with his coaguchek inrange meter with serial number (B)(4) compared to his doctor's coaguchek xs meter with serial number (B)(4). This medwatch will cover the doctor's strip lot with an unknown lot number used with the coaguchek xs meter. Refer to medwatch with patient identifier (B)(4) for information on the customer's strip lot 27216613 used with the coaguchek inrange meter. The customer tested on his meter with a result of 2.9 inr. Approximately 2 hours later the customer was tested on his doctor's meter with a result of 4.2 inr. It is not known which result was believed to be correct. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer has not had any recent significant dietary or medication changes. Both the customer's and the doctor's test strips and meter were requested for investigation. The unknown test strip lot used by the doctor has been used up and will not be returned. The doctor's office declined to return the meter.